Event description:
It was reported that a male patient underwent a peripheral interventional procedure on (B)(6) 2014. Access was obtained at the right common femoral. The vessel size was noted to be >6 mm. It was noted that a perforation occurred in the external iliac. Significant extravasation was visualized proximal to the arteriotomy, above the femoral head. A stent was placed. Following the procedure, the physician who is training to the aci device, selected a mynx ace 6f/7f vascular closure device to close the access site. The mynx deployment was successful. A hematoma formed which was described as more diffused and spread out rather than locally large, possibly being there before the device deployment. Manual pressure was held for 30 minutes, but the patient continued to bleed. A femostop was placed. The patient was checked for bleeding 20 minutes post femostop and no bleeding was noted. The patient returned to the holding room without any further problems noted. The patient was hospitalized for reasons unrelated to the mynx.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1408001) indicated that the device lot met all established performance criteria prior to shipment.